Event description:
Minimed 530g system re sensor inaccuracy after 3 days of use. The sensors have consistently gone awry with the reading they are reporting to the system in the 3-4 day range. They will drop down to 45 mgdl and then bounce up to 225 mgdl of glucose. The 5th day of use results in the sensor totally errors out and shuts down the transmitter. Medtronic is sympathetic, but offers no solution other than to change the sensor and the site. It is easy for them to say, but when have to pay out of pocket for them, I take a dim view of their technology.